Event description:
Customer reported via phone call that they experienced issues with the sensors. Customer stated that with some of them the sensor never connected; it lost signal after inserting. Customer also stated that back in (B)(6) they experienced issued with inserting the sensor, the needle hub got stuck and it only lasted 3 days and another sensor was missing a sensor electrode. Customer was advised the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.